Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, barrel clamp, lens indicator, and tube drive arm. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/14/2014 to the present date 10/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was allegedly damaged. There was no patient involvement.